Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to loose battery lugs. The battery lugs were tightened and battery terminal nuts were re-installed to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device delayed to charge to 200 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.